Event description:
The reporter stated that the device result was 400 mg/dl. He said that he felt low and passed out. Emts were called and they checked his glucose at 35 mg/dl. They treated him with glucose. He had stored the test strip in a mesh bag and not in the capped vial from the manufacturer.